Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to seizures caused by low blood glucose levels. Prior to the event, the customer had not eaten, and her daughter noticed that she was acting like her blood glucose levels were low. The customer ate something, and experienced seizures shortly after. Nothing further was reported.